Manufacturer narrative:
Concomitant medical products: 1782tc lead, implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day following implant of the left ventricular (lv) lead, the patient developed diaphragmatic stimulation and phrenic nerve stimulation. Reprogramming was performed and the lead remained in use. Four days later, the patient presented with phrenic nerve stimulation again. The lv lead was turned off and the physician requested to evaluate the patient a few weeks following. The patient presented approximately one month later and no suitable vector could be found without stimulation. It was noted there was a high pacing threshold and cardiac capture could not be maintained without causing stimulation. The lv lead was explanted and replaced. No further patient complications have been reported as a result of this event.